Manufacturer narrative:
According to the available information, the therapy delivery test failed due to a defective dfm100 capacitance assy. Philips has sent a replacement dfm100 capacitance assy to the customer site to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective dfm100 capacitance assy. Further root cause was not determined. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the therapy delivery test failed. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.